Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. B)(4).

Event description:
Blood glucose value was 140 mg/dl at the time of the accident and blood glucose was high after the accident because of the pain to customer's shoulder. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had car accident. The customer¿s blood glucose level was 221 mg/dl. The customer experienced abdominal pain. Customer reported that the insulin pump was still working. The insulin pump will not be returned for analysis.